Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was over 400 mg/dl. Customer's blood glucose value was 446 mg/dl at the time of the incident. The customer treated with an insulin pump. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with insulin pump. The sensor will be returned and an insulin pump will not returned for analysis.